Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that indicated that this crt-p exhibited noise on the right ventricular (rv) channel that was not oversensed. It was noted that pace impedance measurements were stable at 1300 ohms. This crt-p was subsequently explanted and replaced. This device has not been returned. Other then the surgical procedure, no additional adverse patient effects were reported.